Event description:
A low reading issue was reported with adc sensor. Customer reported having the stomach flu and experiencing vomiting and a loss of consciousness. Customer ate a bunch of sugar, however the sensor continued to read low. Customer was seen at a hospital and received unspecified intravenous treatment and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Section h4 (device mfg date) was updated based on extended investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with adc sensor. Customer reported having the stomach flu and experiencing vomiting and a loss of consciousness. Customer ate "a bunch of sugar", however the sensor continued to read low. Customer was seen at a hospital and received unspecified intravenous treatment and no further treatment was reported. There was no report of death or permanent impairment associated with this event.